Manufacturer narrative:
The customer contacted a siemens customer care center (ccc). The ccc specialist determined that the customer was still using an unacceptable quality control (qc) material to run level 1 ltni qc. The ccc specialist had previously instructed the customer to change their qc material. The ccc specialist again recommended the customer use an acceptable qc material because if the qc is near the cutoff it may discover the issue prior to the discordant results being reported out. The ccc specialist also recommended the customer to follow the tube manufacturing instructions for proper sample spin time and speed. A siemens headquarters support center (hsc) specialist reviewed the information provided by the customer. The hsc specialist stated that no malfunction was detected. The hsc specialist also stated that centrifuging the samples with a higher gravitational force and shorter time causes the gel to move between the plasma and cells before all cellular debris, and micro clots are pulled below the gel. Debris may cause chrome clumping and poor washing/removal of excess conjugate, which in turn may cause falsely elevated results. The cause of the discordant, falsely elevated ltni results on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely elevated cardiac troponin I (ltni) results were obtained on one patient sample on an xpand plus with hm instrument. The sample was run in triplicate. The first replicate resulted higher, while the second and third replicates resulted lower. One of the replicate results was reported to the physician(s). A new sample was obtained from the patient and was tested on the same instrument also in triplicate. All replicates from the new draw resulted lower than the results obtained from the original sample. One of the replicate results obtained from the new sample draw was reported as the corrected result to the physician(s). The customer stated that the patient was held overnight for reasons unrelated to the discordant ltni results or cardiac issues. There are no reports of patient intervention or adverse health consequence due to the discordant, falsely elevated ltni results.

Manufacturer narrative:
The initial MDR 2517506-2017-00340 was filed on 06-apr-2017. Corrected information (21-mar-2018): section has been updated with the correct legal manufacturing address.